Manufacturer narrative:
The device was evaluated by the manufacturer, karl storz in (B)(4). As per the evaluation: upon evaluation on both devices dents were found outside of the clamping area which indicates that suture material was clamped outside of the specified area near the hinge. Clamping near the hinge increases the leverage forces and could lead to damage to the hinge.

Event description:
As per a vigilance report filed by our parent company in (B)(4): two needle holders opened during a procedure. Particle broken off. This report is for the first of these two needle holders.